Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The method/results/conclusion codes will be sent in a subsequent report when investigation is complete.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2020. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.